Manufacturer narrative:
(B)(4).

Event description:
Type of procedure: nephrectomy. According to the reporter: the staples did not close properly, and the surgeon used two other sulus and the same problem occurred. The staples did not form properly, which caused the tissue to tear. There was tissue sticking inside the stapler and the tissue teared. There was no unanticipated tissue loss, however, there was irreversible tissue damage as the vena cava was damaged. They had to use tachosil and another surgeon came in. There was no extension of incision by more than one inch and there was 300ccs of blood loss. There was extension of surgical time by more than 30 minutes but no extension of hospital stay. The patient is well.